Event description:
It was reported that during preparation for an aortic pta treatment procedure, a hole was found in the equalizer 33/7/2/100 balloon. This event took place outside of the pt's body and there were no pt complications. The procedure was successfully completed with another device.

Manufacturer narrative:
The device has not yet been rec'd for analysis as of the date of this report.